Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized for three days on (B)(6) 2015 with a high blood glucose level of 720 mg/dl. The customer was not wearing the insulin pump during their hospital stay. The customer reported button error from their insulin pump after it was on the suspend mode. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.